Event description:
It was reported that during a therapeutic colonoscopy procedure, a clip became stuck in the insertion tube, resulting in a procedural delay of less than 30 minutes under sedation. A backup device was used to complete the procedure. No patient injury, harm, or adverse event was reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.